Event description:
Boston scientific received information that during a normal patient follow up, a review of the cardiac resynchronization therapy defibrillator (crt-d) revealed that the pacing impedance measurements on the left ventricular (lv) lead were above 2,000 ohms for four months. However, the impedances during the last two follow ups were 450 and 800 ohms. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance.

Manufacturer narrative:
As of today, no printouts or memory download has been sent to boston scientific technical services (ts). No further information on this device and lead have been reported and our records indicate that they still remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The ts representative provided some possible reasons why the impedance measurements were out of range. The ts representative also requested that a save to disk be performed so that more in depth analysis could be performed. Currently, the model and serial number for the lv lead is currently unknown. Once the save to disk is performed and analyzed, this report will be updated.